Manufacturer narrative:
510k: this report is for an unknown philos construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent revision surgery due to deformity of the bone head. During the surgery, the cortex screw got stripped and the surgeon put too much force on the screwdriver to remove the stripped cortex screw, which caused the screwdriver to break. The stripped cortex screw was removed using a carbide drill. Patient was stable following the procedure. This report is for an unknown philos construct. This is report 1 of 2 for (B)(4) and captured the revision surgery due to deformity of the bone head. The intraoperative event is captured under (B)(4).